Manufacturer narrative:
The optifix device has not been received at this time. A photo of the subject product was provided which depicts an optifix fixation device with a detached barrel insert as was reported. At this time a root cause determination cannot be made. If/when the sample is received and evaluated, a supplemental MDR will be submitted. A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to specification. Not returned.

Event description:
It was reported that the end of the forceps (barrel insert) broke and came free after a few staples were placed in the patient's abdomen. The surgeon removed the piece from the abdomen. There was no patient injury.

Manufacturer narrative:
The optifix device has not been received at this time. A photo of the subject product was provided which depicts an optifix fixation device with a detached barrel insert as was reported. At this time a root cause determination cannot be made. If/when the sample is received and evaluated, a supplemental MDR will be submitted. A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to specification. Addendum: the subject device was returned and visually evaluated. The guidewire and the back up tabs on the device were found to be bent, which is consistent with the distal tip having seen significant force in use or having hit a hard structure. The barrel insert at the distal end of the device was found detached from the cannula assembly and was not returned with the sample. As reported, the barrel insert was removed from the patient's abdomen. Visual inspection noted the crimping of the barrel insert had been performed. As such the insert would be properly secured on the distal tip. It appears that the damage/bent components contributed to a combination of factors that led to the detachment of the barrel insert on the distal tip of the device. Based on the available information, the reported problem experienced by the user was due to the damaged components on the distal tip from forces applied to the device.

Event description:
It was reported that the end of the forceps (barrel insert) broke and came free after a few staples were placed in the patient's abdomen. The surgeon removed the piece from the abdomen. There was no patient injury.